Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Germany.Name: Medtronic Minimed.(b)(6). Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number.Reporting Site: 8021545.Manufacturing Site: 8021545.

Event description:
It was reported that the patient stated the tape was not sticking on (b)(6) 2026.